Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include, but are not limited to: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was selected to close a patent foramen ovale. Following deployment of the device a pericardial effusion was noted. Pericardiocentesis was successfully performed. The device remains implanted and the patient is reported to be doing well.